Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller who communicated the information to this patient's physician. A download of the device data will be performed. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
Subsequent information was received one month later regarding the results of a device memory download which was performed to review the out of range impedance measurements. A boston scientific technical services consultant discussed with the boston scientific representative that the daily measurements are good and stable and therefore, a lead issue is not suspected and there is most likely just an issue with how the command test is performed.

Event description:
Boston scientific received information that this defibrillation lead was exhibiting a shock impedance measurements greater than 125 ohms in triad configuration. The daily measurements were stable at 60-62 ohms. No adverse patient effects were reported.